Manufacturer narrative:
The customer reported that the central nurse's station (cns) no longer audible alarms. Per the customer no alarms were missed as the alarm indicator did light up whenever a patient alarmed. Technical service (ts) asked the customer to check the audio cable and found out that it was plugged into the wrong jack. Once the customer added the audio cable to the audio jack, the audio alarm cameback on. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not available (n/a) to this report: email. Attempt # 1: on 08/02/2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left for dean to call me back with the patient and device information. Attempt # 2: on 08/09/2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left for dean to call me back with the patient and device information. Attempt # 3 on 08/12/2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left for dean to call me back with the patient and device information. Attempt # 1: on 08/02/2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left for dean to call me back with the patient and device information. Attempt # 2: on 08/09/2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left for dean to call me back with the patient and device information. Attempt # 3 on 08/12/2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left for dean to call me back with the patient and device information. Attempt # 1: on 08/02/2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left for dean to call me back with the patient and device information. Attempt # 2: on 08/09/2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left for dean to call me back with the patient and device information. Attempt # 3 on 08/12/2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left for dean to call me back with the patient and device information.

Event description:
The customer reported that the central nurse's station (cns) no longer audible alarms. There was no patient injury reported.